Event description:
A 7mm drain was placed in the abdomen prior to closing on 3/4/96. The drain was sutured externally; closed incision as usual. When dr tried to discontinue the drain on 3/6 after removing the suture, the drain broke. The pt returned to surgery on 3/7/95 for abdominal exploratory surgery to determine the cause and retrieve the drain.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.